Event description:
A malfunction alarm was reported, but there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Although the malfunction code was initially present, the customer was assisted by technical support in resetting the pump, and the code did not recur thereafter.